Manufacturer narrative:
Concomitant medical products information references the main component of the system. Other relevant device(s) are as follows: medtronic transcatheter delivery system, product ID: mdt-trans dcs, serial/lot #: unknown, ubd: unknown, UDI#: unknown a copy of the article was not attached to this report as digital sharing of the article would be in violation of copyright permission. Citation: gozdek m, et al. Outcomes of transcatheter aortic valve implantation comparing medtronic¿s evolut pro and evolut r: a systematic review and meta-analysis of observational studies. International journal of environmental research and public health. 2023 feb 15;20(4):3439. Doi: 10.3390/ijerph20043439. Earliest date of publication used for date of event. Medtronic products referenced: evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021). Earliest app roved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding a meta-analysis review that compared the outcomes of transcatheter aortic valve implantation (tavi) with medtronic¿s evolut r and evolut pro valves. The evolut r group consisted of 8,924 patients, while the evolut pro group included 3,439 patients. The authors assessed the 30-day mortality data from the studies included in the analysis. No evidence was presented to suggest that a medtronic product or its function contributed to any deaths. The authors also assessed the following procedural and post-procedural outcomes: need for more than one valve during initial implant procedure, other tavi-related complications (pooled together: conversion to surgery, coronary obstruction, ventricular septal perforation, mitral valve apparatus damage/dysfunction, endocarditis, cardiac tamponade, bioprosthetic valve thrombosis, migration, embolization, malpositioning, and ectopic deployment), serious bleeding (life-threatening or major), major vascular complications, cerebrovascular accident (stroke or transient ischemic attack), peri-procedural myocardial infarction, permanent pacemaker implantation, mild to severe paravalvular leak, and prosthesis-patient mismatch. No additional adverse patient effects were noted.